Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. The procedure was cancelled. During a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced a cardiac tamponade. The transseptal puncture was performed with the versacross system and then the faradrive sheath was inserted into the left atrium (la). A cardiac tamponade with a one-centimeter effusion was noticed in the lateral wall of the la). Imaging of the effusion was done with intracardiac echocardiography (ice), transesophageal echocardiogram (tee), and fluoroscopy. The procedure was cancelled due to the complication. The patient was stable with good vital parameters, so no pericardiocentesis was performed. The patient was hospitalized and the tamponade resolved on its own. The patient remained stable. The device is not expected to be returned for analysis.